Manufacturer narrative:
A ge service rep performed an onsite investigation and extensive troubleshooting. Pcb assembly connections were evaluated and proper connectivity was confirmed. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported blurry image quality and occasional blanking of the image. Further info was received from the fse indicating that the fluoroscopic image was intermittently unable to be viewed. No pt death or serious injury was reported related to this event.